Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, that the ring cover, both bail covers, the ring, both bails and one case screw were missing, one heart wire was out of specification, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. (B)(4).